Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. The insulin pump received a low battery alert prior to the replace battery alert. Customer stated that batteries of insulin pump was draining fast. Customer stated that the new battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test and active current measurement. However, device failed sleep current measurement and long trace displays charge or battery lasts less than expected and unexpected battery power loss due to corroded battery tube.